Event description:
It was reported from (B)(6) that the pen drive device did not function. It was not reported that the malfunction occurred during surgery. There were no delays to the schedule surgical procedure and an identical spare device was available for use. There were no reports of injuries, medical interventions or prolonged hospitalizations. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit is not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty material. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.